Manufacturer narrative:
No product was returned for investigation. The root cause of the ischemia was unable to be determined due to insufficient clinical details. The introducer kit passed all post sterile inspection checks.

Event description:
It was reported that a patient implanted with an impella cp experienced a hematoma and lost pulses in the right lower extremity. The pulses returned upon warming the patient. Later, the patient was successfully weaned from the pump and survived.